Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical nrg transseptal needle caused or contributed to the reported incident. This report is being submitted as the baylis medical nrg transseptal needle was among the devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle was used for transseptal puncture during a procedure. Due to incorrect placement of the rf transseptal needle on the septum, inadvertent perforation occurred. The case was cancelled due to the risk of tamponade. The physician was aware of the incorrect positioning. There is no evidence to suggest that the baylis medical nrg transseptal needle device caused or contributed to the reported incident. However, this report is being submitted as the baylis medical device was among the many devices used during the procedure.